Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited dirt/foreign material on the scope cover. There was no patient involvement, and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, dirt/foreign material was observed on the device scope cover. The probable root cause of the issue could not be determined; however, the issue was likely the result in insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.